Event description:
Related manufacturer report number: 1627487-2022-06133. It was reported the patient was experiencing ineffective therapy and their ipg was inoperable. It is unknown when the patient lost therapy. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient weight and complete information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the patient's ipg was replaced and an additional lead was added for improved coverage on november 18, 2022. Effective therapy was established post-operatively.